Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the duodenovideoscope exhibited a stain on the inside of the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields d4, h3 and h6. Customer reported that reprocessing was not completed due to the device failed the leak test. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, we could not identify the dirt or specify the root cause of the dirt remaining in the device. However, regarding the reason foreign material remained in the device, it is likely that since foreign material was not on the external surface of the device, the material could not be removed by reprocessing. The presumed cause of the light guide lens glue was peeled off due to physical stress by hitting or dropping the distal end, chemical stress by chemical solutions, etc. As a result, humidity invaded the light guide lens, which led to corrosion. The event can be detected and prevented by following the instructions for use: ¿-tjf-q190v operation manual 3.3 inspection of the endoscope.¿ olympus will continue to monitor field performance for this device.